Event description:
In 2000 a test subject provided an oral fluid sample with the orasure hiv-1 oral specimen collection device for insurance purposes. The following day, the test subject developed a sore in the right-side region of their mouth where the collection device came in contact between the lower cheek and gum. At the time of collection, the test subject complained about the bad taste of the device. The test subject reported the event to the collecting agent's insurance office, and then the insurance co reported it to the MFR. According to the interview in 2000 with the collecting insurance agent, a pharmacist provided the test subject with an over-the-counter medicine for the sore, and the sore went away after treatment. The test subject remarked about the bad taste of the device. According to an interview in 2000 with the test subject, the sore developed the day after the collection and currently the test subject is experiencing soreness when the test subject eats "crunchy" or spicy foods. A pharmacist provided test subject with over-the-counter medicine lactinex, and the test subject is rinsing their mouth out with peroxide. The test subject was informed of the ingredients of the device and the potential allergen, gelatin. In 2000, the co's consulting physician contacted the test subject. Co's consulting physician informed test subject that persistent irritation was unlikely to be due to the orasure hiv-1 oral specimen collection device and suggested that test subject visit their primary care physician. (The test subject did not visit their physician.) During an interview in 2000 with the test subject, the test subject reported that their sore had resolved after repeated gargling with benadryl. The sore resolved in 2000.